Event description:
The dr was unable to insert the iab onto the sheath. The balloon got blocked half way in the sheath. (Event complications: unk - reported 10/28/97.)(pt's current status: unk - rpt'd 10/28/97.

Manufacturer narrative:
Evaluation: the iab was returned for evaluation with the membrane noted to be completely unfolded. The original sheath used with the balloon was returned but it was separate from the catheter. No kinks were noted in the catheter or sheath tubing. The catheter o.d. And sheath i.d. Were measured and found to be within datascope's mfg specifications. It was not possible to pass the membrane through the returned 10 french, 11 inch sheath/hemostasis valve assembly due to the condition of the returned membrane but it was possible to pass a laboratory folded membrane through the returned sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: no defect was found in the returned sheath but it was not possible to verify the reported difficulty based on the condition of the returned membrane. Having the opportunity to have examined the folded membrane may have provided some add'l info. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion.